Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer has been having high blood glucose and was hospitalized last (B)(6) 2015. Customer's blood glucose was 133 mg/dl. Customer's blood glucose during hospitalization was 495 mg/dl. Customer stated she felt she had flu and was very tired. Customer woke up with blood glucose of 300 mg/dl and treated with insulin pump. Customer had ketones and was treated in the ER with IV of fluids. Troubleshooting was done. The customer was assisted to perform high pressure and test passed and was advised to speak with health care provider regarding high blood glucose. Customer reported no delivery alarm on the insulin pump and went to suspend. Customer stated that when she takes insulin she had to take more insulin that she normally does. No further information provided.